Manufacturer narrative:
The information provided that the date of event with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went to emergency room and hospitalized due to low blood glucose on (B)(6) 2020 with blood glucose of 64 mg/dl. The customer alleging insulin pump over delivery. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer uses auto mode feature. The customer was treated with food. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case and pillowing keypad overlay. (B)(4).